Event description:
The affiliate reported that the doctor could not reprogram the valve. The x-ray showed that the valve was in place and all attempts to change the pressure drainage had failed. As a result, the valve was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected and there was imprint marks on the silicone housing, which might suggest that the device sustained some form of impact. During the functional testing it was also noted that the device failed the programming and pressure tests. In addition there was a leak from the silicone housing, which appears to have been caused from a needle. This however could not be confirmed. Biological debris was also seen throughout the device, which appears to have been the root cause for the problem noted by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.